Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 141 mg/dl. The customer's expected fasting blood glucose test result range is 70 - 95 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer declined to perform a back to back blood test during the call on (B)(6) 2017. The product is stored according to specification. The test strip lot manufacturer's expiration date is 6/19/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: 124mg/dl (B)(6) 2017 09:21 pm fasting:yes; 137mg/dl (B)(6) 2017 09:02 pm fasting:yes; 141mg/dl (B)(6) 2017 09:01 pm fasting:yes. Memory concerns: 141 mg/dl fasting.